Event description:
It was reported to philips that the device received a defib test failure. There was no reported patient involvement, and no adverse event to patient or user reported.

Manufacturer narrative:
User facility only one processor pca was returned for failure analysis. The reported problem was duplicated during testing in the lab. J16 pins were found to be lifted and completely detached from the pca resulting to defib test failure during operational check.